Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheters were deformed causing the eyelets to scratch the patient and cause a small amount of bleeding. The patient also noted that he contracted a uti and was prescribed antibiotics.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation noted 5 unopened bard clean-caths were received. Each sample was opened and inspected for defects. The eyelets appeared and felt smooth. There were no sharp points, breaks, or any defects noted. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the catheters were deformed causing the eyelets to scratch the patient and cause a small amount of bleeding. The patient also noted that he contracted a uti and was prescribed antibiotics.